Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that leakage was found at the point where cuff inflation tube connects to securement flange after inserting in 1 hr. The issue was resolved after replacing a new one. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed, which found a hole/damage above the inflation line shaft connection as the source of the leak. The specific cause of that hole was not determined and no further action was taken.